Event description:
During a ptca procedure, the balloon would not deflate after the first inflation to 10 atm's. The balloon was removed partially inflated and subsequently deflated outside of the patient. Patient status is listed as "okay".